Event description:
Fail code 810:04. Info was not provided regardng whether or not the failure occurred during an infusion. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication invovled, or pump programming. The hosp rep stated that there have no reports of any patient incident involving this pump since the last baxter service event.